Event description:
It was reported that, during an episode of ventricular tachycardia (vt), this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four shocks which were unsuccessful in converting the vt. Following the fourth unsuccessful shock, fine ventricular fibrillation (vf) was undersensed until it was redetected approximately two minutes later and successfully treated with a shock from the s-ICD. The patient presented to the emergency department (ed) following multiple shocks and syncope correlating with the episode. There was an 11 second period of asystole after the shock, and post shock pacing was programmed on. Another episode with seven appropriate shocks demonstrated variable morphologies and oversensing. Chest x-rays showed good positioning of the s-ICD, with the electrode placement slightly superior to ideal positioning. The patient was to be reviewed by the electrophysiology (ep) team about how to overcome the high defibrillation threshold (dft). The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during an episode of ventricular tachycardia (vt), this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four shocks which were unsuccessful in converting the vt. Following the fourth unsuccessful shock, fine ventricular fibrillation (vf) was undersensed until it was redetected approximately two minutes later and successfully treated with a shock from the s-ICD. The patient presented to the emergency department (ed) following multiple shocks and syncope correlating with the episode. There was an 11 second period of asystole after the shock, and post shock pacing was programmed on. Another episode with seven appropriate shocks demonstrated variable morphologies and oversensing. Chest x-rays showed good positioning of the s-ICD, with the electrode placement slightly superior to ideal positioning. The patient was to be reviewed by the electrophysiology (ep) team about how to overcome the high defibrillation threshold (dft). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient had a car accident during the syncope, but they were unharmed. High defibrillation thresholds were also reported. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and a cardiac resynchronization therapy defibrillator (crt-d) system was implanted due to low ejection fraction and pacing needs. No additional adverse patient effects were reported.